Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed infection at the pocket site. As a result, the patient underwent a surgical procedure that included wound washout and replacement of the implantable pulse generator (ipg). The patient was doing well postoperatively, and the explanted device will not be returned per facility policy.